Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had excessive amount of silicone lubricant. The following information was provided by the initial reporter, translated from dutch to english: customer reported an excessive amount of silicone lubricant in the syringe.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe had excessive amount of silicone lubricant. The following information was provided by the initial reporter, translated from dutch to english: customer reported an excessive amount of silicone lubricant in the syringe.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 09aug2022. H6: investigation summary: two photos along with the physical sample was provided to our quality team for investigation. Through visual inspection, silicone is visible inside the syringe. A device history review was performed for reported lot 2205021, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Lubricant is employed during the syringe assembly process to lubricate the cylinders in the silicone station. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. Results were reviewed for lot 2205021 and found to be within specification. The sample underwent these same tests and verified the product was above the specified limits. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, silicone can be visible due to issues related to poor distribution inside the barrel. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.